Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the device had stopped while the pt was at home and that hand pumping was initiated. Vent filter analysis sent to the MFR revealed evidence of bearing wear and a decision was made to replaced the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.